Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on august 28, 2009 alleging that his onetouch ultralink meter was not powering on. The patient reportedly had symptoms of "high symptoms" and tiredness just before the power issue occurred. The patient denied receiving any form of treatment as a result of the power issue. According to the csr documentation, the power issue was not resolved. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the power issue was not resolved with troubleshooting. Replacement products were still sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.